Event description:
Oversensing with inappropriate therapy was reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The available data include warning messages indicating a low shock impedance on (B)(6) 2023 as well as a high atrial pacing impedance >3000 ohms. Furthermore ineffective shocks were delivered on (B)(6) 2023. The measured coil continuity from (B)(6) 2023 was >3000 ohms. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.